Event description:
Pt called in reference to them receiving an MDR letter and pt was escalated. Pt noted the contact janey was a nurse with the va pain clinic. Pt said their report was incorrect for the pt needs to see a doctor to do diagnostics on what's going on. Pt said during the day their ins works the way its suppose to for pain relief. Pt was taking other medications for respiratory issues. The doctor had not been able to see the cause of their issues and the pt does not believe there is a problem with the ins but they can turn the ins off to help. Pt did not like how the doctor was pointing the finger at medtronic for their situation. Pt noted they do not wish to answer the MDR questions since they didn't call to report any event in the first place.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient is getting stimulation in the wrong area and subsequently is not getting adequate relief. Tss advised that pt follow up with managing doc. Tss provided nas number if the caller would like to pt to be seen in their office.